Event description:
The product was used during a bullectomy procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
11/13/1998- supplemental report sent to FDA. The reported condition was confirmed, however the exact cause of the condition could not be reliably determined.